Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an interventional procedure to insert an impella device. Reportedly, no blood flow was achieved from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and being established in the preclose technique. No additional information was provided.

Manufacturer narrative:
Evaluation summary: analysis was performed on the returned device. The marker lumen blockage was not confirmed as there was blood visible in the marker lumen. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The proglide device was flushed prior to use. No additional information was provided.